Manufacturer narrative:
Fields updated: h2, h3, h6, h11. The device was returned to olympus for inspection. Based on the results of the investigation and historical data, reasonably known information suggests probable causes such as damage or deterioration of parts due to wear and tear, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the rhino-laryngo videoscope displayed a cementing issue at the connector, with thick pieces of rubber detaching. Information regarding where the event occurred was requested but remains unknown. No further information is available regarding either the issue or the frequency of recurrence. There was no reported patient harm associated with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the rhino-laryngo videoscope displayed a cementing issue at the connector, with thick pieces of rubber detaching. Information regarding where the event occurred was requested but remains unknown. No further information is available regarding either the issue or the frequency of recurrence. There was no reported patient harm associated with this event.